Manufacturer narrative:
(B)(4). The carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies were found, the device is working to manufacture specifications.

Event description:
The customer reported that while using their avea ventilator, the user interface module (uim) screen is blurry/distorted intermittently. There was no patient involvement associated with this event.